Event description:
It was reported that the customer had a no delivery alarm during basal, bolus, fixed prime on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer stated that he has been off the insulin pump and so he wasn't using it. The customer is asked to insert set into a new area of the body. The customer is encouraged to reach out with the intell. The customer will need to call back with ref and lot of the set and reservoirs in use.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.